Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer's mom gave him a sandwich. Customer's mom concerned why the pump was in auto mode and was still delivering insulin and did not suspend. Customer did not have a care link account, so I referred her to our carelink. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.